Manufacturer narrative:
Technician found sticky dry fluid in the center arm latching system. Technician removed, cleaned and reset to resolve.

Event description:
The head left siderail won't stay up.